Event description:
As per the affiliate, during inventory inspection, two products were found to have "foreign matter inside the sterilized pouch", catalog# 801-1520d/ lot# 13393208. The foreign material looked like fiber. Outer product box and sterilized pouch were intact, and the seals of the pouch were not opened. There were no anomalies except for foreign matter. It was not clinically used. It was not re-packaged and not re-sterilized.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report # 9616099-2009-01684.